Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During normal device replacement, sensing on the right ventricular lead had decreased. No action was taken and the lead was connected to the new device without issue. The patient did not experience any adverse consequences due to this event.